Event description:
The manufacturer became aware of a simplygo mini device alleging nocturnal desaturation of peripheral oxygenation. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. The investigation unable to reproduce customer allegation/fault. Materials function as designed with no operational issues found. The visual inspection found nothing remarkable. The device passed both the performance and thermal testing. Additionally, the investigation unable to reproduce any faults or failures. However, unit may be in need of service updates/ preventative maintenance. In this report section, d, g and h has been updated or corrected.